Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was charging the ipg more often for longer periods of time. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was charging the ipg more often for longer periods of time. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.